Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow up in clinic and capture thresholds were found to be high on the right ventricular (rv) lead. Micro dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced. There were no patient symptoms or consequences, the patient was stable.